Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 20 mg/dl and the customer fainted and experienced loss of consciousness. Reportedly, emergency medical technicians (emts) administered intravenous fluids of saline and glucose to address the bg. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.